Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device displayed a "status 90" message, a "status 107" message, a "status 108" message, and a "cannot dump" message. The complainant indicated that there was no pt involvement in the reported malfunction.